Event description:
It was reported that during a port placement procedure, a defect was allegedly found at the connection between the catheter and the infusion barrel, which broke during insertion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport isp MRI implantable port kit was received. Visual, microscopic visual and functional testing were performed. A complete circumferential break was noted on the port stem of the port. The edges of the complete circumferential break on the port stem were noted to be jagged. Medical record was provided and reviewed. A bard implantable catheter 9.6fr was opened. A defect was noted in the connection between the catheter and infuser port, which broke at the time. Therefore, the investigation is confirmed for the reported fracture and identified material separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiry date: 03/2026), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a port placement procedure, a defect was allegedly found at the connection between the catheter and the infusion barrel, which broke during insertion. There was no reported patient injury.